Event description:
It was initially reported that the patient had high impedance at a recent clinic appointment. Diagnostic performed and showed impedance of 9397 ohms and 8739 ohms with eri=no. There was not reported manipulation or trauma and the patient will not be getting x-rays. The patient had their generator turned off when the high impedance was seen. It was reported that the surgeon would attempt to remove and reinsert the lead pin and if that did not resolve the issue then the lead would be replaced. The patient had a lead replacement but attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.